Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Oversensing was noted with fifty ventricular non-sustained tachycardia episodes less than or equal to 190 ms between (B)(6) 2012 and (B)(6) 2012. There were two ventricular fibrillation less than or equal to 210 ms average ventricular-cycle on (B)(6) 2009 and (B)(6) 2012. High resistance/impedance was noted with one patient alert for right ventricular pace lead z greater than 3000 ohms on (B)(6) 2012. The weekly pace measurement log data shows an abrupt increase for maximum ventricular pace equal to 576 to 6384 ohms peak between (B)(6) 2012 and (B)(6) 2012.

Event description:
It was reported that during the follow up, the interrogation showed some signs of a broken lead. The patient alert was triggered due to a high lead impedance, noise, and oversensing on the right ventricular lead. It was noted that the doctor was sure it was clavicle crush. The lead was explanted and replaced. No patient complications have been reported as a result of this event.